Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an anterior repair with sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture after it was deployed through the ligament. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. Manufacturing site updated: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA. An analysis of the returned unit capio slim capturing device revealed that when the cage was pried open, it showed that the dart was located behind the cage thus, confirming the event. The dart was returned with a small amount of suture attached to it. In addition, the suture was broken in the area where the suture interacts with the carrier. The device functions as intended. The mesh assembly was not returned. The assigned complaint investigation conclusion code for this event is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required. The correct conclusion code for the event of dart detachment is design inadequate for purpose.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an anterior repair with sacrospinous fixation procedure performed on (B)(6)2018. According to the complainant, during the procedure, the dart detached from the suture after it was deployed through the ligament. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an anterior repair with sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture after it was deployed through the ligament. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
F10 and h6: problem code 2907 captures the reportable event of dart detachment. G1 manufacturing site updated: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA. An analysis of the returned unit capio slim capturing device revealed that when the cage was pried open, it showed that the dart was located behind the cage thus, confirming the event. The dart was returned with a small amount of suture attached to it. In addition, the suture was broken in the area where the suture interacts with the carrier. The device functions as intended. The mesh assembly was not returned. The assigned complaint investigation conclusion code for this event is manufacturing deficiency which indicates that problems were traced to the manufacturing process. An investigation was opened to address the failure of the dart detachment/suture broken issue. This investigation determined that the fiber portion of the suture interacts with the sharp edge of the carrier, resulting in the suture severing. Modifications to the manufacturing process, including the order of the process steps, harperization time, and the sizing of the pins were studied to determine their effect of the suture cutting rate. The investigation is in the implementation phrase. No further escalation is required.